Event description:
A 24 mm diameter x 14 diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The patient's vessels were non-tortuous and not calcified and the aneurysm morphology is unknown. It was reported that the main device was positioned below the renal arteries and partially deployed. Before the stent graft was completely deployed the physician noticed that the stent graft was 1 cm higher than intended and partially occluded the left renal artery and totally occluded a right accessory renal artery. The physician pulled on the delivery system in an attempt to lower the stent graft: however, the stent graft did not move down with the delivery system. Deployment of the stent graft was completed and a stent was used to open the partially occluded left renal artery. The accessory renal artery was left untreated. No clinical sequelae were reported, and the patient is reported to be fine.